Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h4; h6. One flexible drill was returned and evaluated. Upon visual inspection there is a bend in the spring shaft along with wear to the junction and head locations. There were no visible cracks in the device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the silicone from the flexible drill driver cracked during surgery. A second driver was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.